Manufacturer narrative:
Date of event: the peritonitis event occurred on an unreported date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was treated with an unspecified drug (infusion and intraperitoneal routes) for peritonitis. The cause, hospitalization and patient outcome were not reported. Pd therapy was withdrawn. No additional information is available.